Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the pump was causing EKG interference on the EKG monitor. The user noticed this when the heart was stopped on bypass. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.